Event description:
A hospital reported to our distributor that the inspiratory tubes of 4 units of the rt126 infant low flow breathing circuits had been inserted with incorrect heater wire connectors. Accordingly, hospital staff could not install the breathing circuits to the humidifier. No pt consequence was reported. Our distributor subsequently discovered, upon inspection of undistributed stock, 6 more units with the wrong heater wire connectors.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt126 breathing circuits have not been returned to the MFR for investigation. An analysis has therefore been carried out based on the event description and eval of the photographs supplied. The inspiratory heater wire had been incorrectly overmoulded with the connector for an expiratory heater wire during the overmoulding process. A lot check revealed 2 other complaints of a similar nature for this lot number. Conclusion: the most likely cause of this incident is operator error during production, resulting in the incorrect moulding of the inspiratory connector with that of the expiratory heater wire connector. Electrical resistance tests performed have not picked up on this error as the device used to check the heater wire resistance fit both the inspiratory and expiratory connectors. The production process is currently being reviewed to prevent the recurrence of such events. Our monitoring and trending of this type of event is worldwide.